Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting farfield oversensing on the atrial channel which led to inappropriate atrial tachy response (atr) shortly after implant. The system was reprogramed but was the oversensing was still exhibited. Cross chamber blanking was noted. Technical services (ts) was consulted and recommended other reprogramming options. This ICD remains in service. In addition, it was noted via x ray that the patient has a retained cardiac guidewire, which is considered off label. The patient was symptomatic. No adverse patient effects were reported.